Manufacturer narrative:
Device evaluated by MFR: co-t2320-s, "2.3mm x 20mm locking cortical screw", batch 495045 (3 of 3 screws of this pn/batch), physical batch 485058. This screw is the broken screw denoted in the event; both portions returned. Notes on examination with/without magnification include surface wear/scratching/damage at drive feature and wear at the peak/crest of thread on both portions of the returned part; thread wear intensifies closer to the fracture location. The fracture plane appears largely flat with a peak corresponding to thread geometry; the fracture plane exhibits light texturing and does not display characteristics of ductility or fatigue fracture. Nominal overall length of this part per print is 0.811; fracture is measured as being located 0.170 from the head-end of the screw. Additional mdrs associated with this event: 3025141-2022-00002: screw 1, 3025141-2022-00003: screw 2, 3025141-2022-00004: screw 3, 3025141-2022-00005: screw 4, 3025141-2022-00006: screw 5, 3025141-2022-00008: screw 7, 3025141-2022-00009: screw 8, 3025141-2022-00010: screw 9, 3025141-2022-00011: screw 10, 3025141-2022-00012: plate.

Event description:
A routine plate removal was performed on the patient. During removal, one screw broke. Removal of the broken screw was performed using a k-wire and widening the screw hole. There was a 30 minute delay in surgery time as a result.